Manufacturer narrative:
Reporter name (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had left ventricular assist device (lvad) implant mediastinal bleeding episode requiring surgical revision and 8 packed red blood cells transfused. The patient was reintubated for a few hours after the extubation because of respiratory failure and so tracheostomy was performed. On (B)(6) 2021, the patient had acute renal dysfunction requiring dialysis. The patient received antibiotic therapy because of burgholderia cepacia found in sputum. The patient had bradycardia on (B)(6) 2021 requiring isuprel therapy for a couple days. Thromboconcentrates had to be given because of thrombocytopenia. On (B)(6) 2021, the patient had allergic exanthema as a reaction to meronem, so it was changed out to lefoconazole, hydrocortisone, and dithiaden.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
CT scan on (B)(6) detected cerebellar hemorrhage and sub occipital herniation, following sudden onset of consciousness. An external ventricular drainage was performed immediately. For neurological dysfunction, the treatment arm medication was stopped for 72 hours but the patient was unable to accept per os medication due to neurological status the patient was unconscious with transition to vigil coma at the moment. The patient had positive beta-g glucan, treated with fluconazol. The thoracotomy wound had to be revised because of wound dehiscence. Infection was very unlikely, but the wound would be closed after cultures were confirmed as negative. The patient's prognosis was reportedly very uncertain.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The device operated as expected and no product will be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ death, bleeding, cardiac arrhythmia, stroke, wound dehiscence, and multiple types of organ failure and dysfunction (neurological dysfunction, renal dysfunction, and respiratory failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists arrhythmia, infection and neurological dysfunction are listed as potential late postimplant complications. This section also provides information regarding anticoagulation, including the recommended international normalized ratio (inr). This section provides care instructions regarding preventing infection. The heartmate 3 lvas patient handbook is also currently available. Care instructions for preventing infection are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient passed away (B)(6) 2021 from a fatal cerebrovascular event followed by multi organ failure.